Manufacturer narrative:
(B)(4). The device was manufactured august 6, 2013 - august 9, 2013. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the condition. The device was functionally tested by filling the bladder with water. After filling, leakage was observed at the welded area of the volume indicator port. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned single day infusor, a leak was noted at the welded area of the volume indicator port located inside of the housing. There was no patient involvement. No additional information is available.